Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient experienced overstimulation whether the stimulator was off or on. Database analysis for ipg revealed no anomalies. The patient underwent an ipg replacement procedure and was doing well postoperatively.